Event description:
The surgeon inserted an icm120v4 12.0mm implantable collamer lens on (B)(6) 2011 and the lens was removed on (B)(6) 2011 due to the development of an asco cataract. The cataract was extracted and an iol was implanted.

Manufacturer narrative:
(B)(4).